Event description:
It was reported that the product was applied to a laceration on the face after patient was hit in the face with a horn from a pygmy goat. The ER doctor closed wound across the cheek with the adhesive and gave patient an antibiotic. Product code and lot unknown. The patient developed an infection within two days and after two months they still have infection within the cheek and a scar. The patient has had three rounds of antibiotics and will need additional surgery. Current condition of the patient is unknown.